Manufacturer narrative:
Unknown screw previously reported has been identified by our investigation lab.

Manufacturer narrative:
Unknown screw previously reported has been identified by our investigation lab.

Event description:
It was reported that patient underwent a revision surgery with exchange of intertan left hip system due to implant failure, without existence of traumatic event.